Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 06dec2018. A credit was issued to the customer for the issue. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The customer reported that the touchscreen was faulty. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24jan2019. Date rec'd by MFR: 13jan2019. Failure analysis performed by philips on the returned touch screen shows that this customer returned touch screen was tested and no damage, contamination, or failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.